Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect event. The patient had an implantable cardiovert-defibrillator (ICD) with an elective replacement indicator (eri) for 3/9 years. The patient had an electrophysiology (ep) note that stated that the ep received multiple alerts for ventricular fibrillation (vf) on (B)(6) 2026 between 16:30-17:00. The patient's spouse communicated that the patient had a single beep/alarm that was unclear if it came from the (vad) as the patient felt fine and their equipment appeared to be functioning normally. The patient heard a second alarm, was feeling unwell and decided to change the controller. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from 15:59:48 on 13apr2026 through 08:55:06 on 14apr2026. The pump appeared to be operating as intended until the driveline was briefly disconnected from (B)(6) resulting in a pump stop lasting approximately 28 minutes. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. After the driveline was connected to controller (B)(6), the pump appeared to ramp back up to the stored patient speed and resumed operation for the remainder of the file without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed while the driveline was connected. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure, dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook warns in several sections "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2026 that a system controller exchange was performed on (B)(6) 2026. Atypical power cable disconnect alarm events were recorded, and the log files were submitted for review. The patient had tried to exchange their controller on (B)(6) 2026 for an unknown alarm, syncopized, and arrested. It was assumed that the patient heard their pacer and thought it was their controller. It appeared that the caregiver changed out the patient's controller. The ventricular assist device (vad) coordinator communicated that the primary controller (B)(6) showed no alarms on the controller and monitor at 8:55, and the backup controller (B)(6) showed no alarms on the controller or the monitor at 8:50. The event log file of the controller (hsc-131417) captured 2 power cable disconnect events associated with reduction in relative state of charge (rsoc) values. A driveline disconnect alarn event was captured at 13apr2026 16:06:53 for unknown reasons as there were no issues noted prior to the driveline being disconnected. It was stated that the primary controller (B)(6) that was disconnected from the driveline was off by an hour. These events may have presented as a brief audible/visual alarm as the rsoc value was briefly reduced. The motor function was not affected by these events; motor speed maintained until the driveline was disconnected. Data from the log files showed that the current primary controller (B)(6) indicated that the driveline was connected at (B)(6) 2026 17:35:19 with not unusual alarms recorded. It was later communicated that as on (B)(6) 2026 the primary controller was (B)(6) and backup controller serial number was (B)(6), which confirmed the controller was swapped out to the backup. The patient had an implantable cardiovertr-defibrillator (ICD) with an elective replacement indicator (eri) for 3/9 years. The patient had an electrophysiology (ep) note that stated that the ep received multiple alerts for ventricular fibrillation (vf) on (B)(6) 2026 between 4:30-5pm. The patient's spouse communicated that the patient had a single beep/alarm that was unclear if it came from the (vad) as the patient felt fine and their equipment appeared to be functioning normally. The patient heard a second alarm, was feeling unwell and decided to change the controller. While changing the controller, the patient struggled to re-insert the driveline and told their spouse they were going down before losing consciousness. Emergency medical services (ems) was called and the patient was given cardiopulmonary resuscitation (CPR) by the spouse.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on 14apr2026, that a system controller exchange was performed on (B)(6) 2026. Atypical power cable disconnect alarm events were recorded, and the log files were submitted for review. The patient had tried to exchange their controller on (B)(6) 2026 for an unknown alarm, synopsized, and arrested. It was assumed that the patient heard their pacer and thought it was their controller. It appeared that the caregiver changed out the patient's controller. The ventricular assist device (vad) coordinator communicated that the primary controller (B)(6) showed no alarms on the controller and monitor at 8:55, and the backup controller (B)(6) showed no alarms on the controller or the monitor at 8:50. The event log file of the controller (B)(6) captured 2 power cable disconnect events associated with reduction in relative state of charge (rsoc) values. A driveline disconnect alarm event was captured at 13apr2026 16:06:53 for unknown reasons as there were no issues noted prior to the driveline being disconnected. It was stated that the primary controller (B)(6) that was disconnected from the driveline was off by an hour. These events may have presented as a brief audible/visual alarm as the rsoc value was briefly reduced. The motor function was not affected by these events; motor speed maintained until the driveline was disconnected. Data from the log files showed that the current primary controller (B)(6) indicated that the driveline was connected at on (B)(6) 2026 17:35:19 with not unusual alarms recorded. It was later communicated that as on (B)(6) 2026, the primary controller was (B)(6) and backup controller serial number was (B)(6), which confirmed the controller was swapped out to the backup. The patient had an implantable cardiovertr-defibrillator (ICD) with an elective replacement indicator (eri) for 3/9 years. The patient had an electrophysiology (ep) note that stated that the ep received multiple alerts for ventricular fibrillation (vf) on (B)(6) 2026 between 4:30-5pm. The patient's spouse communicated that the patient had a single beep/alarm that was unclear if it came from the (vad) as the patient felt fine and their equipment appeared to be functioning normally. The patient heard a second alarm, was feeling unwell and decided to change the controller. While changing the controller, the patient struggled to re-insert the driveline and told their spouse they were going down before losing consciousness. Emergency medical services (ems) was called and the patient was given cardiopulmonary resuscitation (CPR) by the spouse. It was later communicated that the patient passed away on (B)(6) 2026 and was considered to be device/therapy related. The cause of death was unknown though the device parameters were within normal limits. The device was not explanted. It was later communicated that the cause of death was due to anoxic brain injury post cardiac arrest. The patient's family had stated that the patient had two low voltage alarms while connected to their fully charged batteries. The pump appeared to be off for approximately 29 minutes.